Event description:
Event description cpi received information that this implantable pulse generator (ipg) had no pacing and sensing in the ventricles. The physician believes the problem is due to the setscrews. Information on the leads is unavailable. The ipg was explanted.